Manufacturer narrative:
The pt expired and it was reported that the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the mf's investigation is completed.

Event description:
Tht pt was implanted with a left ventricular assist device. The biomedical engineer reported that the pt pulled the driveline apart and the pt expired.

Manufacturer narrative:
The report of a driveline disconnect was confirmed through the evaluation of the log file. The account communicated that the patient pulled the driveline out of his body. The account also noted that the patient's death was not device-related. A full evaluation of vad-14509 could not be conducted because the device was not returned for analysis. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.